Manufacturer narrative:
The reagent lot numbers and expiration date were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol ii assay, elecsys tsh assay, and elecsys ft4 IV assay results for 5 patients on a cobas e 411 immunoassay analyzer. For patient 1, the initial estradiol result was < 44 pmol/l. The repeat result was 895 pmol/l. The sample was repeated a second time and the result was 921.1 pmol/l. Patient 1 had an initial ft4 result of < 0.5 pmol/l with flag. The repeat result was 15.6 pmol/l. Patient 1 had an initial tsh result of 0.02 miu/l. The repeat result was 1.16 miu/l. For patient 2, the initial estradiol result was < 44 pmol/l. The repeat result was 363.4 pmol/l. The sample was repeated a second time and the result was < 44 pmol/l. The sample was sent to another laboratory and the result was 337. The units of measurement were not provided. For patient 3, the initial ft4 result was < 0.5 pmol/l with flag. The repeat result was 16.03 pmol/l. For patient 4, the initial ft4 result was < 0.5 pmol/l with flag. The repeat result was 12.93 pmol/l. Patient 4 had an initial tsh result of 0.019 miu/l with flag. The repeat result was 2.56 miu/l. For patient 5, the initial ft4 result was < 0.5 pmol/l with flag. The repeat result was 18.06 pmol/l. Patient 5 had an initial tsh result of 0.019 miu/l with flag. The repeat result was 0.305 miu/l.

Manufacturer narrative:
The field service engineer (fse) performed a system volume check, a performed a high voltage adjustment, aligned the barcode reader, and found a broken cover table. The customer performed qc successfully. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.